Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. Failure analysis found, the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The electrical continuity test still passed. And there was no insulation damage observed to the conductor wire.

Event description:
It was reported, that during a da vinci-assisted surgical procedure.the maryland bipolar forceps tip was burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter had no further information.